Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported seeing a recharger not found message. The patient has been having difficulty charging the ins as well as seeing recharger not found message. Patient has not been able to effectively charge in like 2 months. They charged it overnight and it took up to 45 minutes to go from 20% to 60 or 70%. Patient thinks the ins may have slopped and that is why they are having problems. Its like a bulge just under the skin and is sticking out but not coming through the skin. The ins is not laying flat. The patient has to position the recharger above the ins instead of directly against it. The ins site did not always feel like this the bulge developed after some time. The following troubleshooting steps were performed; reset the handset, dismissed code 3167, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, . The troubleshooting steps that were taken on the call resolved the issue. The patient was able to start ins charging session with the battery at 40% and excellent coupling. Recommended patient follow up with their managing physician regarding ins site concerns. No symptoms were reported.